Event description:
Patient came in the facility approximately 3 months ago for a surgical procedure which consisted of removal of non functioning port, removal of left subclavian catheter and replacement of subcutaneous port. During the procedure, the surgeon experienced a difficult time removing the implanted port from the patient. The port was eventually removed but the surgeon couldn't remove one of the catheters from the port. The decision was made to leave it in place and connect the old catheter to the new port. This was due to fear of damaging the vascular structure. The original port was not implanted at our facility, so our infection preventionist attempted to gather as much information on the original port.